Event description:
It was reported that the pt experienced intolerable pain and diarrhea. It was reported that the morphine in the pump was going to run out. The pt was taken to the hospital via ambulance. The next day it was reported that the pump contained prialt.

Manufacturer narrative:
(B) (4).